Event description:
Additional information received noted pain following a biopsy.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: yellow particles, broken shell and underweight. A visual and microscopic analysis was performed which identified: broken crease sharp on radius, stress marks, non-penetrating nicks, creases fold and missing shell. Based on the device analysis the final assessment is: -a broken crease sharp on radius assessed as fold flaw opening. -missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.